Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected reported issue occurred at the start of a diagnosis and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) communicated with customer and confirmed that the exposure was not possible. Review of log file does not directly confirm footswitch malfunction. Upon remote testing rse determined that customer was getting x-ray not possible error. To resolve issue user rebooted the system twice and the system seemed to be working normal. Later this issue reoccurred and fse replaced the footswitch. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not generate x-rays. The patient was on the table and the system was restarted, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.